Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, a rash occurred. An unspecified sized taxus express2 drug eluting stent (des) was implanted to treat an unspecified lesion. "Four to five days later", the pt presented with a "diffuse myocutaneous rash". The pt was taking "a statin, aspirin, plavix, a low dose ace inhibitor, and a tb3a inhibitor". "All" medications except aspirin and plavix were removed on an unspecified date, however, the "rash persisted". The pt was seen by a primary care physician and an allergist. The pt discontinued "all" medications; yet, the pt experiences "ongoing symptoms". Currently, the pt has a "red raised rash" with some continuing diffuse myocutaneous rash involvement. There is some involvement on the mucosal surfaces of the mouth and genitalia (labia majoris). Add'l info was requested but not rec'd.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.